Event description:
It was reported that during a procedure, the device was running without the trigger being pressed. It is unknown if there were adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The investigation found the issue was caused by an ebox that did not brake the motor properly. The ebox was replaced and the device was returned to the customer.